Event description:
It was reported that a contact on the lead had dislodged. The patient underwent a lead revision procedure where the lead was replaced.

Event description:
It was reported that a contact on the lead had dislodged. The patient underwent a lead revision procedure where the lead was replaced. Additional information was received indicating the correct serial number of the device involved in this event. The location of the explanted lead was unable to be obtained despite multiple good faith efforts.

Event description:
It was reported that the patient enrolled in a7007 relief clinical study had a contact dislodge from the lead. The patient underwent a lead revision procedure where the lead was replaced. Additional information was received indicating the correct serial number of the device involved in this event. The location of the explanted lead was unable to be obtained despite multiple good faith efforts. Additional information was received indicating the reason for the lead revision replacement procedure was due to lead migration.